Event description:
This device was noted due to patient hearing noises from her device. The physician and healthcare facility is unknown. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).